Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was treated in the emergency room of the hospital for the peritonitis event; but it was not reported if the patient was treated as an in-patient for the event. On unreported date(s), the patient was treated with vancomycin one time per week intraperitoneally for three weeks (dosage not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.